Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
Reference MDR #3006425876-2011-00002 for the first event involving the same pt. It was reported that the catheter was inserted via radial artery. The catheter's value on the monitor deviates much from the value obtained from measurements by cuff and is therefore not reliable. The risk proposes a medical therapy that is not suitable for the pt. Add'l info was rec'd to clarify that the hospital performed a normal resuscitation. The arterial line reading was 88/3 and the manual reading was 115/60. This second attempt at insertion was performed with a new sac-00820, but was also not successful. The outcome of the pt is "fine." There were no pt complications or delay in therapy reported. No intervention required.